Manufacturer narrative:
Block b3 date of event: date of event was approximated to october 28, 2009, implant date, as no event date was reported. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). Assistant: dr. (B)(6). (B)(6) hospital . Block h6: imdrf patient code e2401 captures the reportable event of unspecified injury. Imdrf impact code f12 has been used in the light of the patient sought legal recourse for an unspecified personal injury related to the device.

Event description:
It was reported to boston scientific corporation that an obtryx system device was implanted into the patient during a bladder sling + anterior and posterior repair + suprapubic catheter insertion + cystoscopy procedure performed on (B)(6) 2009 to treat urinary stress incontinence, cystocele and rectocele. The patient was awakened and taken to the recovery area in satisfactory condition. She had tolerated the procedure well. As reported by the patient's attorney, the patient experienced an unknown injury.